Event description:
It was reported that patient was symptomatic with ventricular tachycardia, while the wavelet feature withheld detection. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: corrected initial reporter and facility information - occupation code and health professional flag corrected for both. Evaluation summary: (B)(4) : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: no anomalies were found. Data was reviewed and programming recommendations were made to address concern.

Event description:
Asku